Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replacing the computer resolved the issue. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Concomitant medical products: other relevant device(s) are: product ID #: 9735999r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system was showing an internal error 64 and the screen went black while attempting to load an exam. The system was rebooted, but the caller stated whenever she tried to advanced past the images task, the issue occurred. Michelle deleted the patient off of the system, but when she tried to view the same exam it happened again. The caller then clarified that this occurs when the registration model is attempting to build. Ts asked if there was another exam option for this patient, and the caller confirmed there was also a soft tissue CT. When loading the soft tissue CT, there was no issue with the system showing an error. Ts walked the caller through adjusting the brightness and contrast on the soft tissue CT and she stated they could use that. The patient was not present during the call.